Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Subsequently, the device was explanted and used as a temporary, external, pacing generator until infection was cleared. Additional information received that the device was taken out of service and was replaced successfully. No additional adverse patient effects were reported

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.